Manufacturer narrative:
Return requested. Replacement cable shipped to site (B)(6) 2015. Medtronic investigation finds that the returned cable has an indentation on the cable jacket from a scuff, or cut, about a foot from the dvi connector. When the cable is flexed at this point, the image goes blank. When the cable is slack, the image is normal. The internal conductors have been damaged causing the intermittent display issue. Physical damage - cable-cut, damaged. On (B)(6) 2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2015 a medtronic representative, following-up at the site, reported the cable was installed and the system was functioning as intended. Issue resolved. No further issues have been reported.

Event description:
A site representative reported on (B)(6) 2015, that on (B)(6) 2015, while in an ear, nose & throat (ent) procedure, the nurse alleged their navigation system monitor was flickering. The surgeon opted to complete the procedure without the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Contrary to what was initially reported there was no patient present when this issue occurred. The site noticed the screen flickering prior to bringing the screen into the room. The site was about to download exams for multiple patients when they saw the screen flickering. There was no patient present when this issue was identified. Device manufacturing date now provided.